Event description:
Minor 2mm electrical burn noted on inside lower lip during surgery. Bard electrosurgical unit and cautery pencil checked by biomed. No malfunction of esu. Dark spot noted on bend of cautery pencil. Based on reports to director biomed from g.e. Of problems with cautery pencils at other (unk) facilities a voluntary report is being sent.